Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: the device related to the reported event of deflation received on (B)(6) 2020 with lot number 3222171. Visual analysis of the returned device identified: opening, crease fold, wear abrasion and white particles in the surface in the shell leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and crease smooth opening in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A crease smooth opening on anterior due to a fold flaw opening.